Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion contained a bend of greater than 90 degrees was located in the severely tortuous and severely calcified proximal left anterior descending artery. Pre-dilation was performed with a non-bsc balloon catheter, resulting to 40% residual stenosis. A 2.50 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during advancing, stent strut damage was noted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.